Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one or more of the housing snaps broken. The broken piece was returned, measuring roughly 2.77mm x 1.53mm in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during central processing, the head of the 8mm large needle driver instrument was detached from the instrument on the front of it. There was no report of patient involvement.